Event description:
As reported by legal team, approximately three years post initial left tka, this male patient had a revision for an unknown reason. No other information provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: as reported by legal team, approximately three years post initial left tka, this male patient had a revision for an unknown reason. No other information provided. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.